Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited an issue. It was also reported that the right atrial (ra) lead exhibited intermittent undersensing. Both the device and the ra lead remain in use. No patient complications have been reported as a result of this event.